Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, post sensed t- wave oversensing was noted on an implantable cardiac monitor. The suggested programming changes were made, and the issue was resolved. The confirm was also upgraded and the device was functioning normally post upgrade. The patient was stable throughout.